Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log showed the pad-pak was first installed successfully on the (B)(6) 2013 and performed weekly auto self tests up to (B)(6) 2014. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring (B)(6) 2014. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to membrane failure. The device performed to specification throughout testing at heartsine.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved device observed switching on automatically.